Event description:
It was reported that a revision surgery was performed due to septic loosening of a device. Subject underwent revision surgery with removal of total hip components on (B)(6) 2018.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information confirms that this incident was already reported on MDR 1020279-2018-01912.

Event description:
Additional information was received that this incident was already reported on MDR 1020279-2018-01912. Please disregard.

Manufacturer narrative:
With the additional information obtained, the manufacturer number of this report should be 9613369.

Event description:
New information was received and it was reported that a revision was performed due to inflammatory pseudotumor after ceramic-on-ceramic total hip and that there is no connect with the femoral stem and that there is no septic loosening.